Event description:
The pump was returned for investigation. Investigation revealed that the display screen was heavily scratched and the display was dim and discolored. This report is made based on results of investigation completed (B)(4) 2013.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the display screen was heavily scratched and the text on the display was dim and discolored. The contrast setting was increased to the maximum with little improvement observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).